Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used. The device was kinked and re-straightened during use. It was reported that while advancing the stent to cross the lesion, the shaft of the catheter detached, when in the patient. It was indicated that the detached portion was removed from the patient using the wire. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation: the luer did not return with the reminder of the device. The device was returned with a detachment on the hypotube 117.5cm proximal to the distal tip. The hypotube material was oval and jagged at the detachment site. Kinks were evident on the hypotube distal to the detachment site. No other damage was evident to the reminder of the device. If information is provided in the future, a supplemental report will be issued.